Event description:
During an incident on 11-21-98 involving a 75 year old male patient, the unit appeared to deliver a shock but the crew member did not notice any muscle movement and believes the unit did not actually shock the patient. The unit charged and shocked 3 times, cardio pulmanary resuscitation was perfomred for 1 minute, and the unit shocked 3 more times. Paramedics arrived on the scene and were able to shock the patient. The patient was transported and pronounced at a hospital.